Event description:
It was reported that during a da vinci-assisted incisional hernia procedure, the patient developed pulmonary complications during initial insufflation. A veress needle was inserted, and a saline drop test confirmed correct abdominal placement. Insufflation tubing was then connected to a trocar and co2 insufflation was initiated. During this process, the cassette at the insufflator attachment began blinking yellow. The flow was noted to be 0, the pressure initially displayed 3 mmhg, then dropped to 0 mmhg. The surgeon questioned whether any co2 was flowing, at which point anesthesia noted the patient had become severely hypoxic. The co2 insufflation was discontinued due to concerns that the patient had developed a co2 embolism. The procedure was aborted after port placement had occurred, and the patient was assessed and subsequently cleared for surgery later the same day. The procedure was successfully completed robotically, a few hours later by a different surgeon.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.